Event description:
During a esophagogastroduodenoscopy (egd) with bravo capsule monitoring procedure upon applying suction to place the capsule in the gastroesophageal (ge)-junction area at 32 level the capsule did not release and adhere to the mucosa. When pulling the equipment out the physician was able to remove the capsule with her hand out of the patient's mouth. The procedure was then repeated with a different capsule and different lot number and was placed successfully. The company for the equipment was contacted and made aware of the malfunction and a rep was in the procedure as well to witness the procedure. Manufacturer response for bravo capsule, unknown (per site reporter): no feedback.